Event description:
The customer reported the visera elite xenon light source lamp failed to light up. The event occurred during preparation for use and that a similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the main lamp failed to ignite but the spare lamp ignited due to defective power unit. In addition, the output socket was aging. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the faulty power unit failed to provide power to the main lamp and possibly the lamp did not light up. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.